Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. On (B)(6) 2013 the site was cauterized. On (B)(6) 2013 the patient was prescribed a topical ointment to apply to site whenever infection was present. Subsequently on (B)(6) 2016 the patient underwent a surgical procedure to have the abutment removed and a magnet placed. The implanted device remains.